Event description:
It was reported that the patient¿s blood glucose was 55 mg/dl, confirmed by fingerstick, with no identified precipitating factors and no device alarms reported. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the low blood glucose after oral carbohydrate intake with juice and soda, without hospitalization. Investigation included a complaint intake review and troubleshooting and education with the healthcare provider. Investigation of this case revealed no confirmed device malfunction and no identifiable user or therapy factor to explain the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.